Manufacturer narrative:
Concomitant products: product ID: 429888, lead, implanted: (B)(6) 2016. Product ID: 6935m62, lead, implanted: (B)(6) 2016. Product ID: dtba1qq, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that there were high capture thresholds and undersensing exhibited with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.